Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: the patient's exact age is unknown; it was noted to be (B)(6). However, it should read that the patient was noted to be (B)(6) old. The reported complaint of the device not heating was not confirmed. The device passed all electrical testing. The report of the needle not extending was confirmed. Inspection of the returned device found the catheter bent in several locations. The unit was actuated and the needle could not extend; no connection between the handle and the needle was felt during actuation. The unit was disassembled and the hypotube was found bent and fractured inside of the handle. If the catheter is advanced rapidly, and the strokes of the hand are spaced more than recommended, any resistance encountered during advancement may cause a kink in hypotube/needle to occur, which may impede needle advancement. The most probable root cause is attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure on (B)(6), 2010. According to the complainant, they used the injection gold probe device to inject, and then tried to use the heater probe, but this would not function. They tried to inject again, and it sounded like the needle may have snapped; the nurse was unsure if the needle was pushed too far beyond the recommended limit on the handle. At this stage, the heater probe would not work, and the needle could not be exposed. The device was removed, and the procedure completed using a normal scleropathy needle and a normal heat probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure on (B)(6), 2010. According to the complainant, they used the injection gold probe device to inject, and then tried to use the heater probe, but this would not function. They tried to inject again, and it sounded like the needle may have snapped; the nurse was unsure if the needle was pushed too far beyond the recommended limit on the handle. At this stage, the heater probe would not work, and the needle could not be exposed. The device was removed, and the procedure completed using a normal scleropathy needle and a normal heat probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.